Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that when the serfas probe has been actuated, a surface change was observed. After 30 seconds of use, cracks were formed at the probe tip. A formula shaver blade was available to complete the surgery.

Manufacturer narrative:
The reported tip breaking (ceramic crack) condition was not confirmed on the returned unit. Loctite 3311 is applied on top of the ceramic to create an outer seal on both sides of the hood. A darker appearance (color) of the glue layer on the ceramic is observed. The glue turns to a yellowish color during use. In addition, burned tissue and fluid residue can be observed accumulated on top of the glue layer. The hairline crack reported is a visual effect of the borderline of the yellowish glued surface area vs the ceramic area which visually can be confused with a possible ceramic crack. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that when the serfas probe has been actuated, a surface change was observed. After 30 seconds of use, cracks were formed at the probe tip. A formular shaver blade was available to complete the surgery.